Manufacturer narrative:
The recipient reportedly did not experience a partial insertion as the electrode was not in the cochlea due to anatomical issues. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an incomplete electrode insertion due to an ossified cochlea. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a silicone slice on the top cover, silicone damage on the bottom cover, and a slice in the silicone along the electrode lead prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires near the array contact pads at some electrodes. These are believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.